Event description:
It was reported the epg (external pulse generator) would not power on. A new battery was installed, but "emergency pacing will not power on." The epg was returned for repair. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the device was contaminated inside on the main printed circuit board, display, battery flex and heart lead flex.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the epg (external pulse generator) would not power on. A new battery was installed, but "emergency pacing will not power on." The epg was returned for repair. No patient involvement or complications were reported as a result of this event.

Event description:
It was reported the device will not power on. A new battery was installed but "emergency padding will not power on." The device is being returned for repair. No patient complications were reported as a result of this event.